Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported the high flow insufflator was not powering on and the display remained dark during service / maintenance (not in a clinical setting).